Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on january 26, 2016 that a wallflex duodenal stent was implanted in the duodenum during a stent placement procedure on (B)(6) 2016. According to the complainant, this was to treat a 6cm stricture caused by external pressure. During the procedure, no issues were noted in the placement of the stent and the patient's progress was good. On (B)(6) 2016, the physician followed up with the patient and noted that the stent migrated to the stomach causing a perforation. A drainage tube was placed to address the issue and the patient is currently under observation. Additional information received on february 25, 2016 and march 01, 2016: on (B)(6) 2016, the patient presented with free air and stent migration and perforation were confirmed. The stent was not removed and the physician does not intend to remove it. A drainage tube was implanted to treat the perforation. Reportedly, the patient passed away on an unknown date. In the physician's assessment, the patient's cause of death was due to the perforation caused by the wallflex duodenal stent.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex duodenal stent was implanted in the duodenum during a stent placement procedure on (B)(6) 2016. According to the complainant, this was to treat a 6cm stricture caused by external pressure. During the procedure, no issues were noted in the placement of the stent and the patient's progress was good. On (B)(6) 2016, the physician followed up with the patient and noted that the stent migrated to the stomach causing a perforation. A drainage tube was placed to address the issue and the patient is currently under observation. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.